Event description:
Boston scientific received information that the x-ray revealed what appeared to be a fracture on the right atrial (ra) lead. The lead was tested and no out of range impedance measurements or noise were noted. The physician planned to replace the lead. No adverse patient effects were reported.

Event description:
Subsequent information was received that this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.